Event description:
The nurse reported a corneal burn. Additional information received from the nurse stated the corneal burn occurred within 10 minutes of the procedure, during sculpt. The occlusion bell sounded. The chamber instability was continuous. The handpiece and system were switched out and the case was completed.

Manufacturer narrative:
The company service representative examined the system and did not find any problems. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4) most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B) (4).